Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arcticgel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had alert 02(low flow). Patient temperature was below target limits. Target temperature was 33.5c, patient temperature was 32.7c, water temperature was 29.5c and the flow rate was 0.5lpm. There were no kinks on the line. Pads were disconnected and reconnected using proper technique. The flow rate was still low. System hours were 3629, pump hours were 3380. The inlet pressure was -7.2psi. Explained the nurse to change the pads. Per follow up, nurse stated that there was no leak from the pads but there was low flow. After replacing the pads, therapy was able to be completed with no further issues. Pads were available for return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had alert 02(low flow). Patient temperature was below target limits. Target temperature was 33.5c, patient temperature was 32.7c, water temperature was 29.5c and the flow rate was 0.5lpm. There were no kinks on the line. Pads were disconnected and reconnected using proper technique. The flow rate was still low. System hours were 3629, pump hours were 3380. The inlet pressure was -7.2psi. Explained the nurse to change the pads. Per follow up, nurse stated that there was no leak from the pads but there was low flow. After replacing the pads, therapy was able to be completed with no further issues. Pads were available for return.